Event description:
It was reported that a none implanted pacemaker failed to be interrogated and went into backup vvi mode. No intervention was performed. There was no patient involvement.

Manufacturer narrative:
Device returned from the field. Device in bvvi was confirmed. Device image indicated that device did have resets occur. Environmental test performed after reloading product code. Device reverted back to backup mode during the cold temperature soaking. Exposing the device to cold temperature reproduced the backup conditions which is consistent with the integrated circuit cold temperature sensitivity. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facility.